Event description:
It was reported that a patient presented with infection and discomfort noted on the patient's system. Wound dehiscence was noted on the device. User concern was expressed. Surgical intervention was planned. No information regarding adverse patient consequences was reported.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that no culture was taken.